Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without, one used needle in an opened tray & pack. No defect observed to syringe.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc where the "needle blew off" and the product "squirted." Patient contact was made. No injury occurred. It was also reported that "where the needle connects, it was somehow broken. The needle got stuck in the patients cheek and the voluma came out everywhere."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc where the "needle blew off" and the product "squirted". Patient contact was made. No injury occurred. It was also reported that "where the needle connects, it was somehow broken. The needle got stuck in the patients cheek and the voluma came out everywhere".